Event description:
Caller reported a tandem mobi cartridge alarm. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully. Caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.